Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. No known impact or patient consequence was reported. A backup instrument of the same kind was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no abnormality identified. The instrument was not recognized, so it was not used on the patient. There was report of fragments falling from the device during use. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure was neither replicated nor confirmed. A review of the logs found no error codes related to recognition. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No product issue was identified. The complaint was not confirmed by failure analysis. An observation not reported by the site was identified. The instrument blade was found to be broken. The blade broke at roughly 0.425¿ from the base. The broken piece was not returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.